Event description:
The technician alleged the side rail will not latch without extra pressure being applied. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.